Event description:
As reported, the balloon of a saber pta catheter ruptured at 6 atm during initial dilatation. It was replaced with a non-cordis device to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was a pta of a target lesion located in the right superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. A contralateral approach was made from the left femoral artery. After the lesion was crossed by a non-cordis guidewire, a saber pta was inserted. However, the balloon ruptured at 6atm during its initial dilatation. Other new non-cordis balloon was used instead and the procedure finished successfully. There was no reported patient injury. The products were clinically used. And it will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the balloon of a saber pta balloon catheter (bc) ruptured at 6 atm (six atmospheres) during initial dilatation. It was replaced with a non-cordis device to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The intended procedure was a pta (percutaneous transluminal angioplasty) of a target lesion located in the right superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 99%. A contralateral approach was made from the left femoral artery. After the lesion was crossed by a non-cordis guidewire, a saber pta bc was inserted. However, the balloon ruptured at 6atm during its initial dilatation. Other new non-cordis balloon was used instead and the procedure finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damaged noted prior to inserting the product. The device was prepped normally with no anomalies noted. The contrast media was unknown, but the ratio was 50:50. An everest indeflator was used, and had been used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon had inflated normally before rupture. The device was removed easily from the patient and was intact. The device was replaced with a sleek otw. The current status of the patient is unknown. The device was returned for analysis. A non-sterile unit of saber 5mm x 10cm 90cm bc was returned. Blood residue was observed inside of the inner (inflation) lumen but no damage was observed on the device. The balloon was deflated. Functional analysis revealed a leakage near the proximal seal balloon section (pinhole). Sem analysis revealed no surface anomalies that could have caused the rupture. The proximal marker band exhibited no anomalies. A device history record (DHR) review of lot 17068378 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information has been received: there was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damaged noted prior to inserting the product. The device was prepped normally with no anomalies noted. The contrast media was unknown, but the ratio was 50:50. An everest indeflator was used, and had been used successfully with other devices. There was no difficulty advancing the guidewire to the target lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient and advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon had inflated normally before rupture. The device was removed easily from the patient and was intact. The device was replaced with a sleek otw. The current status of the patient is unknown. The device has been returned for analysis. However, the engineering report is not yet available, but it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis; however the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. The patient's gender is unknown. Concomitant devices: cruise guidewire, st.jude medical; and replacing balloon catheter: mustang, boston scientific. (B)(6).